Event description:
During the transuretheral resection of a large blabder, a large amount of tissue kept getting caught between the 2 loops on the disposable cutting loop. The tissue was removed from the loop multiple times. The loop was not efficiently cutting the tissue. Eventually about 90 minutes into the case a pop was heard and smoke billowed out. The cautery no longer worked. The loop was changed and the cautery still did not work. The cord was then changed and the cautery began to work. Manufacturer response for power cord, (brand not provided) (per site reporter). Requested return to manufacturer for review.